Manufacturer narrative:
Customer reported that a pyxis anesthesia es system's patient list is being removed from the system after being populated by the user, causing delay in surgery. The nature of the procedure was not disclosed. The length of the delay was not disclosed. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A technical support specialist evaluated the device and identified the reported issue as a known issue documented in knowledge article 15401 - anesthesia es - my patients list not saving on anesthesia devices. The reported issue is under investigation by the product support specialists team. Investigation pending; a supplemental report will be submitted once the investigation is complete.

Event description:
Customer reported that a pyxis anesthesia es system's patient list is being removed from the system after being populated by the user, causing delay in surgery. The nature of the procedure was not disclosed. The length of the delay was not disclosed. Patient or user harm was not reported.

Manufacturer narrative:
Corrected and or additional information is included in the following sections: a1, d1,d3, d4, d5, g1 h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 28-jul-2020 to 28- jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient list was missing. The technical support specialist changed areas and units to align properly with the anesthesia station. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
Customer reported that a pyxis anesthesia es system's patient list is being removed from the system after being populated by the user, causing delay in surgery. The nature of the procedure was not disclosed. The length of the delay was not disclosed. Patient or user harm was not reported.